Event description:
Report received indicated that during an inferior vena cava (ivc) filter placement, the filter was not able to fully deploy in the ivc. The inspection of the filter prior to the procedure was found normal in appearance as it came from the packaging. There was no resistance when delivering the filter to the site; however one of the anti-migration bards was unable to keep the filter in place. Therefore another filter was introduced. The second filter was placed in the (ivc) side by side just about a notch below the first filter and deployed successfully. Post films reveal the filters positioned in the ivc below the renals with the first filter seen in place a bit longer in length due to its collapsible state.